Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling and impedance testing without duplicating the report. The device was able to discharge when all criteria was met using known good accessories. The device was recertified and returned to the customer. The multifunction cable (mdc) used was not returned for evalaution as part of this investigation. It was recommended that the customer evaluate their mfc cable. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to cardiovert the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.